Event description:
On an unknown date, a patient underwent a procedure for the placement of percutaneous endoscopic gastrostomy (peg) tube with jejunal (peg-j) tube. On (B)(6) 2022, the patient had the tubing replaced. The surgeon observed a bezoar on the pigtail of the intestinal tube and an ulcer she believed was caused by the peg tube bumper. She believed that the bezoar on the intestinal tube also contributed to the ulcer.

Manufacturer narrative:
Reference record (B)(4). It was unknown if the device involved in the event was discarded or will be returned; therefore, a return sample evaluation is unable to be performed. However, if the device is received, a follow up report will be submitted upon completion of the return sample investigation. (B)(4). A bezoar is a known complication of a j-tube placement. Refer to MDR 3010757606-2022-00737 for peg tube record. If any further relevant information is identified or obtained, a supplemental medwatch will be filed.